Event description:
On (B)(6) 2013, the patient contacted animas stating when he performed his last bolus; the last bolus was not indicated in pump history. The patient experienced a blood glucose (bg) value in 200 mg/dl range with mild thirst and mild dry mouth. The patient reportedly watched the pump deliver insulin but could not recall the amount he delivered. Customer support (cs) walked the patient through a bolus and no issues were noted. It was noted when cs reviewed the pump bolus history, the following normal boluses were recorded on (B)(6) 2013: 0/0 ezbg completed at 3:41 pm, 0/0 ezbg completed at 12:09 pm, 5.2/5.2 of ezcarb completed at 12:04 pm, 2.40 ezbg completed at 11:21 am and 1.50 ezbg units completed at 3:04 am. The reported bg does not meet the animas criteria of a serious injury. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/12/2013 with the following findings: a review of the pump¿s history showed no alarms related to the complaint. The total daily doses were reviewed and found to correctly reflect the user¿s programmed settings. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal rate. There were no unprogrammed boluses delivered or recorded during this time. A normal 10 unit and a 10 unit audio bolus were performed successfully and accurately recorded in the pump¿s history. The keypad buttons were tested; all were found to be normally responsive with no hypersensitivity. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.